Manufacturer narrative:
Correction to section b, adverse event/product problem, field b3, date of event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker was suspected of exhibiting a not as expected battery longevity behavior, as the estimated battery life decreased by two years within a three-month period. Three months prior, the device had 14 remaining years of battery capacity. Subsequently, remote monitoring was disabled due to limited battery capacity, and the elective replacement indicator (eri) was reached with an anomalous date. A second review was performed, and it was noted the device still had 12 remaining years of battery capacity. A data analysis and memory dump were requested, as the root cause of the radio frequency (rf) monitoring disablement was not conclusive. Device replacement was recommended. The patient remained non-monitored. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b3, date of event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker was suspected of exhibiting a not as expected battery longevity behavior, as the estimated battery life decreased by two years within a three month period. Three months prior, the device had 14 remaining years of battery capacity. Subsequently, remote monitoring was disabled due to limited battery capacity, and the elective replacement indicator (eri) was reached with an anomalous date. A second review was performed, and it was noted the device still had 12 remaining years of battery capacity. A data analysis and memory dump were requested, as the root cause of the radio frequency (rf) monitoring disablement was not conclusive. Device replacement was recommended. The patient remained non monitored. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the firmware of this device was updated and the remote monitoring feature was enabled. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting a not as expected battery longevity behavior, as the estimated battery life decreased by two years within a three-month period. Three months prior, the device had 14 remaining years of battery capacity. Subsequently, remote monitoring was disabled due to limited battery capacity, and the elective replacement indicator (eri) was reached with an anomalous date. A second review was performed, and it was noted the device still had 12 remaining years of battery capacity. A data analysis and memory dump were requested, as the root cause of the radio frequency (rf) monitoring disablement was not conclusive. Device replacement was recommended. The patient remained non-monitored. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b3, date of event.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was suspected of exhibiting a not as expected battery longevity behavior, as the estimated battery life decreased by two years within a three month period. Three months prior, the device had 14 remaining years of battery capacity. Subsequently, remote monitoring was disabled due to limited battery capacity, and the elective replacement indicator (eri) was reached with an anomalous date. A second review was performed, and it was noted the device still had 12 remaining years of battery capacity. A data analysis and memory dump were requested, as the root cause of the radio frequency (rf) monitoring disablement was not conclusive. Device replacement was recommended. The patient remained non monitored. No adverse patient effects were reported. This pacemaker remains in service.